Manufacturer narrative:
Pump error 39 alarmed during testing. Unable to perform the displacement test, prime/seating test, basic occlusion test or force sensor test due to persistent pump error 39 displayed during rewind. Unit failed rewind test. Pump history files successfully downloaded using thump. Pump error 39 was found on (B)(6) 2026 13:55:00.000 through (B)(6) 2026 21:28:48.000. File=121 line=767. Per software engineering log investigation, pump error 39 was generated on the motor mcu since the motor current exceeded max allowed motor current. Isolate to motor assembly, motor voltage regulator. Unit was cut open to perform visual inspection, and no moisture damage was found on electronic stack. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The alleged pump error 39 was confirmed during analysis when persistent pump error 39 was displayed during rewind, due to motor voltage regulator error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the alarm and unable to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.